Event description:
It was reported that a cartridge alarm occurred. It was reported that the customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Reportedly, the customer administered manual injection of insulin to resolve bg value. Reportedly, customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.